Event description:
On (B)(6) 2025 it was reported that the ilet user experienced hypoglycemia. The user was hospitalized for low blood glucose and treated and discharged on an unknown date. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in severe hypoglycemia with loss of consciousness requiring medical intervention and is consistent with the reported hospitalization. Information provided by the healthcare provider indicates the user has experienced multiple episodes of hypoglycemia with loss of consciousness, and following the most recent hospitalization the ilet was removed by the diabetes care team and the user was transitioned to insulin injections. No device malfunction was alleged, and due to limited available information the exact cause of the event could not be determined. A follow-up MDR will be submitted if additional information becomes available.